Event description:
It was reported that the patient presented for an in clinic follow up. X-ray imaging was performed and revealed that the right ventricular (rv) lead split. The rv lead was explanted and replaced. The patient was in stable condition.